Event description:
The customer contact reported air in the tubing set. On an unspecified date, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming using normal saline prior to pt use, the pt was primed up to the cassette of the tubing set. It was reported that the cassette was then inverted and the plunger on the cassette of the tubing set was pulled out from the cassette. At this time, an unspecified number of tiny champagne-like bubbles were noted in the tubing between the cassette and the air eliminating filter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.